Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insulation of the right ventricular (rv) lead got damaged due to unknown reason. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.